Manufacturer narrative:
Concomitant medical product: dtma1qq ICD; 459888 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing during atrial arrhythmias was noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.